Event description:
A catheter leak around the junction of the pump and the catheter was reported. Intraoperative fluoroscopy revealed a small leak around the catheter. The catheter was spliced in surgery, and the event was noted to have resolved without sequelae on (B)(6) 2005. The medication used within the system was unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID: 8709, lot#: l69629, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type: catheter. (B)(4).